Event description:
It was reported that when the asymptomatic patient presented in clinic for follow up, the device exhibited post-paced t-wave oversensing. The device was reprogrammed and remained implanted.